Manufacturer narrative:
H10:the device was received for evaluation. During functional testing, the report of "inconsistent downstream occlusion results" was not reproduced. The device was tested for downstream occlusion detection and passed. A review of the event history log revealed multiple events of "downstream occlusion!" However the log cannot be used to determine testing failures . A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified through causality. The evaluator fund the force sensor calibration higher than intended range which is a known contributor to false downstream occlusion alarms. The force sensor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had inconsistent downstream occlusion results. This occurred during testing in the biomedical department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.